Event description:
Customer has reported that when nurse tried to activate a cardinal health infant heel warmer the pack ruptured, leaking on the hand, arm, leg, scrubs, and shoes. No injury was reported the staff member is doing fine.

Manufacturer narrative:
Three samples were received for evaluation, one was already activated. The root cause of the leak was due to a torn pouch caused by the hypo bubble piercing the pouch. The machine was setup correctly and is designed with a mechanism which reduces the likelihood for this issue. All preventative maintenance was performed as assigned. Device history record review was completed on the reported lot v2s056. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Cardinal health will continue to monitor complaint trends for this reported issue of leak and work to identify improvement activities to minimize reoccurrence.